Event description:
It was reported the pt is not able to connect with her scs ipg and the charging system. The pt stated she had been able to communicate with her pt programmer. A replacement charging system was sent to the pt for further troubleshooting, however, the issue persists. The pt is pending a follow-up with a sjm rep to further evaluate the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.